Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Half of the tampon was left inside my body- vagina [foreign body in reproductive tract]. Half of it broke off [device breakage]. Cervical hypertrophy [cervix enlargement]. Erosion- vagina [vaginal erosion]. Cyst-vagina [vaginal cyst]. Case narrative: initial receipt date: 09-oct-2022. Report source: spontaneous; consumer via phone. Seriousness criteria: none. Consumer involved: female of unknown age. Suspect product(s): tampaxtamponsradiant beginning 2022. Taken previously - yes / tolerated - unknown. Adverse event(s): half of the tampon was left inside my body- vagina. Outcome - recovered half of it broke off beginning 2022. Outcome - unknown. Treatment details: physician/dentist visit - no; emergency room visit - yes; went to the hospital, removed relevant history: none reported. Concomitant product(s): none reported. -----------------

Manufacturer narrative:
A product investigation is in progress.

Event description:
Half of the tampon was left inside my body- vagina [foreign body in reproductive tract]. Half of it broke off [device breakage]. Cervical hypertrophy [cervix enlargement]. Erosion- vagina [vaginal erosion]. Cyst-vagina [vaginal cyst]. Case narrative: initial receipt date: (B)(6) 2022. Report source: spontaneous; consumer via phone. Seriousness criteria: none. Consumer involved: female of unknown age. Suspect product(s): tampaxtamponsradiant beginning 2022. Taken previously - yes / tolerated - unknown. Adverse event(s): half of the tampon was left inside my body- vagina. Outcome - recovered. Half of it broke off beginning 2022. Outcome - unknown. Treatment details: physician/dentist visit - no; emergency room visit - yes; went to the hospital, removed. Relevant history: none reported. Concomitant product(s): none reported.